Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using ruby coils. During the procedure, while attempting to retract a ruby coil from a non-penumbra microcatheter for repositioning, the ruby coil unintentionally detached in the microcatheter. Therefore, the physician removed the microcatheter containing the detached coil and flushed the coil out. The procedure was completed using additional ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the proximal constraint sphere was not present on the proximal end of the ruby coil. The stretch resistant wire (sr wire) was fractured and the embolization coil was unraveled. Conclusions: evaluation of the returned ruby coil revealed the sr wire was fractured and the proximal constraint sphere was not present. This damage typically occurs if the embolization coil is forcefully advanced against resistance. If the sr wire becomes fractured the embolization coil will detach from the pusher assembly. In addition, the embolization coil will likely unravel if manipulated after an sr wire fracture. The non-penumbra microcatheter identified in the complaint was not returned for evaluation; therefore, the root cause of the initial resistance could not be returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.